Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the olecranon. The surgeon performed an olecranon osteotomy to reset the distal end of the humerus. After osteosynthesis for the distal humerus fracture treatment, the locking compression hook plate was placed on the olecranon. External fixation was not applied. The patient was allowed to move without any limitation on the day of the operation. Three weeks after the operation, the refracture occurred near the hook. The surgeon reported that the fitting of the plate was not so bad. In rehab, the patient felt a pulling sensation by her triceps brachii. After that, the refracture occurred near the hook. The surgeon believed that following two facts might have caused this: insertion position of the cortex screw was too close to hole of the hook. The patients bone quality was poor. This is report 1 of 1 for complaint (B)(4).